Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was multiple o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-rings and successfully loaded the cartridge to address the event. There was no reported adverse impact to the customer.